Event description:
It was reported the patient was unable to communicate with his scs ipg due to losing his charging system and patient programmer. The patient's scs ipg had not been charged in over 7 months. Follow-up identified the patient's scs ipg was replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.